Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with the patient's implant experiences. Refer to initial medical device report for impella cp serial number 557877 with date of event 13-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device followed by the implant of an impella rp flex device the next day for bipella mechanical circulatory support and would experience hemolysis and thrombus of the device respectively. The patient was initially implanted with the impella cp device and post implant of the impella cp device, three to four hours later approximately, the patient's labs began to hemolyze. An echocardiogram was completed to assess the impella cp positioning and after two hours of attempting to visualize impella placement via echocardiogram, the physician decided to pull the impella cp back 1cm and drop the flow to p-7 support level. The next day the impella cp position was checked on echocardiogram, the device was repositioned, and the support level was able to be increased to p-9 with no suction. However, severe right ventricular dysfunction was noted on echocardiogram and the patient was taken to the catheterization lab for an impella rp flex implant. Thereafter, the patient was transferred to an outside hospital per plan later this day of the impella rp flex implant. The patient arrived combative and on bilevel positive airway pressure. Flows on the impella rp flex noted to be 0.5l/min. The impella rp flex was clotted. A plan was made to discontinue use of the impella rp flex, in which the rp flex was explanted at bedside, and consult cardiology the following morning for percutaneous coronary intervention (pci). Additionally, this day, it was noted the patient continued to hemolyze. Echo showed the impella cp at 4.1cm from valve with pigtail in papillary muscle and mitral leaflets was hitting inflow cage. Epi and levo were started. Labs came back hemolyzed again. Continuous renal replacement therapy was initiated. No blood products were given overnight, hemoglobin and hematocrit were noted to be stable. Heparin drip was started. Echocardiogram overnight showed an ejection fraction of 12%. The following day the physician was awaiting plans for the pci. The patient was a turn down for surgery. The next day the high-risk pci was completed, the patient received four stents. Weaning of the impella started; support level down to p-4 to eventually a successful wean off and explant of the impella cp device. The patient was noted to have survived at explant with no further updates.